Event description:
Approx 45 mins after initiating hemodialysis therapy, the dialysis machine alarm system was activated and found to have occurred because of a separation of the venous blood tubing connector from the pt's central venous catheter. Staff initiated emergency treatment, had the pt transported to hosp and was later notified the pt had expired.